Event description:
Following a laparoscopic anti-reflux procedure, a patient required MRI(s) for unrelated causes leading to linx device demagnetization and explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and 0.7t MRI compatible linx device implantation occurred without issue on (B)(6) 2015. Patient underwent 1.5t MRI of his hip implants on (B)(6) 2016. Reported "progressively worsening reflux" and some dysphagia on (B)(6) 2017. X-ray fluoroscopy of the esophagus on (B)(6) 2017 showed "splaying of metallic beads of patient's linx device without contrast bolus" and gastroesophageal reflux.. Uneventful device explant on (B)(6) 2017 following demagnetization by an MRI machine and onset of reflux and dysphagia symptoms. Device found in correct position at the time of removal. A second linx device (model: lxmc16, lot # 14184) was implanted at the time of surgery.